Event description:
Many hard crib mattresses were found to have large, hard lumps in them. Issue was found on cribs in storage. Biomed cut open a mattress and found that the inner blue fire resistant layer was detaching from the mattress and bunching up towards foot of crib. Issue found on ~50% of the hard cribs (~35 total cribs had this same mattress issue). We are concerned this could create a patient safety issue if patient cannot stay positioned as intended due to the lump in mattress. Mattresses were manufactured in late [date redacted], they are [age redacted]. Cribs were purchased and installed at site in [date redacted]. Biomed replaced mattresses on cribs that had this issue; escalated to hard mfg but did not receive a response. Manufacturer response for crib, (brand not provided) (per site reporter). Reported issue to manufacturer on day it was found, have not yet received a response despite several follow up emails. Biomed has ordered and received replacement mattresses in the interim.